Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during a clinic visit, it was found that this lead impedance significantly fluctuated which suggested a possible lead fracture. It also exhibited ventricular pacing failure and oversensing. This lead was then successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during a clinic visit, it was found that this lead impedance significantly fluctuated which suggested a possible lead fracture. It also exhibited ventricular pacing failure and oversensing. A follow up will be performed. Lead remains in service. No adverse patient effects were reported.